Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warnings that occurred six times during fill 1 of 4 of treatment. The patient was connected during the incident. Fluid was discovered during step tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from inside the cassette. The patient was unable to locate any possible causes. The patient was advised to discontinue use of the cycler and to close the cassette door and turn the cycler off. The patient will attempt to use the cycler the following treatment and was informed of the patient opens the cassette door tomorrow and it is still wet to wait to use the cycler until it is completely dry. Upon follow-up, the patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warnings during fill 1 of 4 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cassette and fluid was observed in the pump module area and on the external of the cassette. The cause of the leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient stated they were able to resume treatment using the cycler the following treatment without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warnings that occurred six times during fill 1 of 4 of treatment. The patient was connected during the incident. Fluid was discovered during step tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from inside the cassette. The patient was unable to locate any possible causes. The patient was advised to discontinue use of the cycler and to close the cassette door and turn the cycler off. The patient will attempt to use the cycler the following treatment and was informed of the patient opens the cassette door tomorrow and it is still wet to wait to use the cycler until it is completely dry. Upon follow-up, the patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warnings during fill 1 of 4 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cassette and fluid was observed in the pump module area and on the external of the cassette. The cause of the leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient stated they were able to resume treatment using the cycler the following treatment without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.